Event description:
The user facility reported that the tracheostomy tube was checked for leaks prior to intubation; no leaks were detected. After an unknown amount of time in use, inflation line was found detached from the tube. No adverse effects to the patient were reported.

Manufacturer narrative:
Device evaluation: one used tracheostomy tube was returned for inspection. The inflation line subassembly was not returned with the tracheostomy tube sample; therefore, it could not be inspected. Visual inspection of the tracheostomy tube revealed the inflation line had been detached at the flange lumen and part of the line remained inside the lumen. No other abnormalities with the device were observed. As the lot number was not provided, a review of the device history records could not be completed. Since the user reported that the unit was leak checked prior to use, and no leaks were observed, the inflation line is believed to have become damaged during device use. No evidence was found that suggests the reported product issue was related to an intrinsic product fault.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.